Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection found that the keypad was damaged. The reported condition was verified. The device was found out of specification in relation to the reported condition of the on/off key not working. The on/off key was found to function as designed however the first softkey was found to be inoperable. The cause was determined to be the damaged keypad which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the power button on a spectrum pump was not functioning. There was no known patient injury or medical intervention associated with this event. No additional information is available.